Event description:
Hcp reported the patient presented in withdrawal. Caller called back and said the pump is empty and is still running at its slowest speed. The pump was titrated down and the pump is now empty and running at its slowest speed. The patient is reported to be doing o.k. On oral pain medication.